Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported that the insulin pump was turned off for no reason. The customer's blood glucose level was unknown. The customer was advised to change the battery. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the operating currents, self test and displacement test. No unexpected battery power loss noted during test.